Event description:
It was reported that the ilet user experienced low blood glucose followed by rebound highs after and admitted to overtreating hypoglycemia. Education was provided on proper treatment of low glucose using oral glucose. Symptoms included hypoglycemia and subsequent hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to overtreating hypoglycemia, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.